Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Transmissions showed that the right ventricular (rv) lead noise oversensing, which resulted in intermittent pacing inhibition. Subsequently, the rv lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition following the procedure.